Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was evaluated. Visual inspection of the unit revealed a missing blue winged luer cap. As the device was received outside of its original packaging, it is unknown whether the component was missing before the device was opened, and a defective product was unable to be verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned small volume intermate, the winged luer cap was observed missing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.